Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a damaged door hinge assembly caused improper door securing. A field service engineer inspected the cracked door panel and hinge, removed the damaged door, and installed a replacement door using a rivet tool, ensuring proper alignment and secure fit, then tested door operation confirming open, close, and secure functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower bottom door on tower was loose. Screw holding shield in place was stripped and would not go back into place. However, there were no delay to patient care and adverse events or injuries reported based on this incident.